Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump was not delivering insulin. The customer's blood glucose level was unknown during this call. The customer was to be transferred to but the call was dropped. No further details were obtained.